Event description:
Received info stating customer was at the beach and received an altitude alarm. Reportedly customer's blood glucose level was 410 mg/dl.

Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u report will be submitted.